Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's lid and was not able to resolve the issue. The customer will be given a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device does not power on when the lid is opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on.there was no patient involvement reported with the event.

Manufacturer narrative:
The customer received a replacement device and the original device was sent to the stryker product assessment center (pac) for further evaluation. The pac technician verified the reported issue. The root cause was determined to be the reed switch sw5. The device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device does not power on when the lid is opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.